Event description:
The customer reports that when the nurse opens the box which contains the implant and throws it over the surgical space, they notice that the wire of the implant was loose. Another implant was available in that moment, so the surgeon could carry on the procedure with no delay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding the dislodging of the locking wire involving a triathlon x3 insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No medical records were requested or received due to the nature of this event. A review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The exact cause of the event could not be determined because the device was not returned for evaluation.

Event description:
The customer reports that when the nurse opens the box which contains the implant and throws it over the surgical space, they notice that the wire of the implant was loose. Another implant was available in that moment, so the surgeon could carry on the procedure with no delay.